Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. Approximately one year after the index procedure, an aneurx stent graft was implanted (dr. (B)(6) - approved). The stent graft was implanted to treat a type ib endoleak in the right iliac artery caused by vessel dilatation. It was reported that approximately two years after the secondary procedure, during routine follow up, a type ib endoleak was discovered on the left/ipsilateral side. The aneurysm was reported by the radiologist to have increased in size from 7.29 to 7.79 cm. The patient was asymptomatic. An intervention was performed using a 16x16x156 endurant ii stent graft. The cause of the endoleak was reported to be vessel dilatation. The patient has been compliant in follow up. No additional clinical sequelae were reported and the patient is fine. Films were reviewed. CT scans from 3 years post-implant revealed that the bifurcate was positioned just below the renal. The ipsilateral limb and extensions were placed into the right common iliac and the contralateral limb and extensions were placed into the left common iliac. There is currently a distal type I endoleak in the left iliac. The od of the distal contra limb is 28mm and there is no distal seal. The maximum aaa diameter is 8cm. There appears to be extreme oversizing of the contralateral limb into the gate. Just distal to the 14mm gate od the contralateral limb od is 27mm. There is minimal stent graft overlap, but currently no type iii separation/endoleak. Earlier follow-up images were not provided. The cause of the endoleak was likely due to disease progression; iliac artery dilatation.